Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694758 lead implanted 2010-(B)(6); 419588 lead implanted 2010-(B)(6). (B)(4)

Event description:
It was reported that the right atrial (ra) lead was exhibiting high impedance and had fractured. Per the physician, the lead appeared to have been crushed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.